Manufacturer narrative:
D10: (B)(6) 300-30-10 - equinoxe preserve stem 10mm (B)(6) 320-20-00 - eq reverse torque defining screw kit (B)(6) 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6) 320-32-40 - expanded glenosphere, 40mm, for small reverse (B)(6) 322-10-00 - humeral adapter tray, +0 (B)(6) 322-40-00 - 145-deg pe 40mm hum liner +0 should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a male patient who had a left shoulder implanted, underwent a revision procedure approximately 6 months post the initial procedure. The glenosphere locking screw backed out but was still attached to baseplate. The surgeon asked to send equipment in a test, (post-op x-rays for follow up). There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained for review. The explanted devices are available for return. No device images were able to be obtained. No further information. This is 1 of 2 reports for this event.